Event description:
A distributor reported that a customer's pump screen was malfunctioning and would not turn on. The customer's blood glucose level remained between 54-500 mg/dl (3.0-27.7 mmol/l). The distributor decided to replace the pump, and the customer understood the instructions to put the pump into storage mode and return it with a pre-paid label. A new pump was sent, and the customer planned to use multiple daily injections (mdi) as a backup therapy.